Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was delayed in responding to input, freezing and timing out. Customer continued to use the pump for insulin therapy. Customer's blood glucose was 110 mg/dl.